Event description:
It was reported that the pump failed downstream occlusion seal calibration. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "failed downstream occlusion (dso) calibration¿ was confirmed during the downstream occlusion test. The battery compartment was also found to be cracked. The dso sensor and battery compartment were replaced. All tests passed within specifications, and the software has been updated. Probable cause was the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.